Event description:
It was reported that a critical alarm had occurred indicating the pump motor had stalled. The motor shall occurred on (B) (6) 2009 with a tube set error on (B) (6) 2009. No motor stall recovery was noted in the event logs. The pt experienced withdrawal with symptoms of nausea, vomiting and diarrhea. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).